Event description:
It was reported that while drilling the bottom right hole, the surgeon drilled through the extrenal iliac vein. This incident is being report reported due to a surgery extension of over 30 minutes.